Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a gradual increase in threshold, incased high voltage and pacing lead impedances, and decreased sensing were observed. The lead was explanted and replaced. A potential lead anomaly was observed x-ray but when the lead was removed, explant damages were only seen.